Event description:
An alarm indicating an occlusion issue was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read "high." To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin therapy.